Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with the left ventricular (lv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms and loss of capture at maximum outputs. The physician noted that the area of the suture sleeve appeared to be pinched. Additional information was received indicating that due to the damaged lead, the patient was required for surgery. The cause was not conclusively determined. The lv lead was explanted and no longer in service while the crt-d remains implanted and in service. No additional adverse patient effects were reported.